Event description:
Consultant reported ria, reamer-irrigation-aspirator, drive shaft broke off in a patient during reaming for an im, intramedullary nail - femur fracture procedure. The fragment has not been found, and is not retrieved. Surgeon had another reaming instrument to use to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacture dates: 5/4/2006, 6/20/2006, 6/22/2006. A review of synthes device history records revealed the drive shaft - minimum 520mm length - for use with ria was manufactured by criterion tool & die on supplier lot number 14382-01. This supplier lot number was received as synthes lot numbers 5236556, 5260781, 5260782 and 5260783. All lots were inspected to the synthes incoming final inspection sheet number 3141f741 revision f on 6/19/2006. The certificate of compliance for each receipt was dated 6/19/2006. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. For lot 5236556, (B)(4) parts were released to the warehouse on 5/4/2006. For lot 5260781, (B)(4) parts were released to the warehouse on 6/22/2006. For lot 5260782, 1 part was released to the warehouse on 6/22/2006. For lot 5260783, (B)(4) parts were released to the warehouse on 6/20/2006. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received with a broken tip, otherwise it is in good condition. Criterion tool and die manufactured the drive shaft assembly pn 314.743, lot 14382-01. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification but the thin wall prevents a hardness reading. Due to the damage to the tip of the instrument, the hex feature could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing. Information later retrieved from the sales consultant revealed that a stryker large bone drill device was routinely used to operate the drive shaft. The stryker drill device is commercially referred to as a high speed and high torque reaming device. Specifications to confirm or refute this were not found in the manufacturers literature. It is however critical for the reliable function of the drive shaft and single use reamer heads that a cannulated drive unit that will deliver 3.5-4.5nm of torque and 700-900 rpm (std. Drill speed) be strictly used. The technique guide continues to recommend that no reduction drive or drills with a torque greater than 6nm should be used. Additionally, power equipment designed specifically for reaming must not be used. It is likely that use of the high speed and high torque reaming device used with this 7 year old drive shaft has repeatedly over torqued the drive shaft, reamer heads and specifically the retainer tip causing fatigue and ultimate fracturing of the retaining tip. Review of risk assessment se_145841 ac line 440 addresses a drive shaft failure hazard and incorrect power drill used as cause of hazard (severity 3, probability 1). It is not possible to know how many uses this particular returned device has undergone in its 7 year use history using the not recommended high torque, high speed drill device. The condition of the returned device and additional information received regarding the use of a drill device that is not recommended for application of the drive shaft device indicates that it was subjected to forces in excess of that required for its intended use. The design of the drive shaft was evaluated and is adequate for its intended use.